Event description:
It was reported that there was a patient alert triggered due oversensing, noise, and elevated threshold on the right ventricular lead, possibly due to twiddler's syndrome. The device remains in use. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there was a patient alert triggered due oversensing, noise, and elevated threshold on the right ventricular lead, possibly due to twiddler's syndrome. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a lead integrity alert triggered on (B)(6) 2010. Oversensing was noted with four ventricular non-sustained tachyarrhythmia episodes with less than 200 ms average ventricular cycle on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.